Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the device would not inflate leading to the procedure. The patient did not experience any adverse events and was said to be good following the surgery. No more information available through physician. Should additional information become available, it will be provided.